Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one insyte autoguard blood control IV catheter unit without packaging. The unit consisted of the needle assembly with barrel and protective needle cover. The needle is observed bent and there are traces of dried media in the flashback chamber. In addition, four photographs were submitted which display some similarities to that of the returned unit. Through the evaluation, the needle is bent at the nose of the adapter and the retraction button is not depressed. The needle cover displays scratches which indicate that it was placed on the unit after the needle was bent. Further microscopic evaluation reveals a cured adhesive on the outside of the hub and in the area between the tab of the activation button and the grip. These are the areas where adhesive should be present. The adhesive between the button tab and hub did not dislodge and restricts the button from depressing. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive due to station misalignment. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. The hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. The hcp pressed the button but the needle was not retracted.